Event description:
It was reported that the touchless plus catheters in this sample order were clogging.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted 50 unopened, unused touchless catheter kits. 8 samples were tested according to general inspection level ii. Visual inspection of the sample noted no obvious visible defects. The catheters were removed from all the bags and were flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and drained normally. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the touchless plus catheters in this sample order were clogging.